Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose level of 585 mg/dl. The customer was hospitalized on (B)(6) 2015 in the morning. The customer stated that their infusion set came off and was not receiving their insulin. The customer was wearing the pump at the time of emergency room visit.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.